Event description:
Reporter indicated high impedance readings were obtained during a patient's initial vns implant surgery. The surgeon did not replace the lead. No further info is known about the high impedance event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.